Manufacturer narrative:
(B)(4).

Event description:
12/15/2015- additional information was received from a consumer indicated the reason the patient's pump went empty was that they have no doctor to fill the pump. He stated that they still have not been able to find a doctor and at this point, they were just looking for a surgeon to remove the pump. He stated that the issue was that the patient went from being on (B)(6) to (B)(6) and no doctor accepts that with relation to the pump. It was noted the patient did not really go through too bad of withdrawal (some headaches, sweating, and nausea) and was given some orals. The patient actually seemed better. There was no doubt the patient was in severe pain; however since the pump had run out the patient was for sure in pain, but he was alert, spoke clearly, had not dropped anything in weeks, and actually smiled and had energy despite the pain. The patient's alarm needed to be silenced again, as it was alarming from time to time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer indicated they gave the patient oral baclofen (treatment) for nausea. They also gave him dilaudid to calm the neuroreceptors and hydrocodone where one does not phase it. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from the consumer, regarding a (B)(6) male patient receiving intrathecal clonidine 500mcg/ml at 311.77mcg/day, bupivacaine 20mg/ml at 12.471mg/day, baclofen (brand was asked and unknown) 400mcg/ml at 249.42mcg/ml, and morphine 50mg/ml at 31.177mg/day via an implantable infusion pump. The indication for use of the device was for chronic lower back pain and non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient missed a refill on (B)(6) 2015, because his doctor was no longer filling pumps/no longer working with patients. The pump started to alarm on (B)(6) 2015, and was reported that the pump was empty. The patient went to the emergency room (ER) for treatment, where he was given 6 units of dilaudid, intravenous baclofen, and oral baclofen. The patient also had oral hydrocodone. It was noted that the patient did not have a physician at this time. No patient symptoms were reported. If a new physician was found, if the pump was filled, and issue resolved remained unknown at the time of this event. Follow-up was being conducted to determine if this additional information; if received this report will be updated.